Manufacturer narrative:
(B)(4). The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was found to the sensor filaments and burned sensor.

Event description:
The customer reported while using the avea ventilator, the non-disposable flow sensor do not work and are found to have corrosion on the sensor. The customer stated there was no patient involvement associated with this event.